Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e4.

Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), there was fiber optics failure, it was during preventive maintenance, there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d5, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse evaluated the unit and replaced the fiber optic module. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing dept. Received part number 0997-00-1169 fiber optic assy. Serial number (B)(6) with a reported unit failure of fiber optic lamp failure.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1169 fiber optic assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the fiber optic module to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Confirmed the complaint of fiber optic lamp failure. The assembly failed testing. Sending the boards to their respective suppliers. Part number 0670-00-1160 serial number (B)(6). Part number 0992-00-1017 serial number (B)(6). The following was submitted by (B)(4) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 4 february 2026. Failure analysis received from the supplier for (B)(4). They stated the part passed testing. Root cause for this part is not confirmed. Failure analysis received from the supplier for (B)(4). They stated the part had a dirty lamp that needed to be replaced and calibrated. Root cause for this failure is wear and tear due to the lamps accumulating dirt. Retaining the parts in the failure analysis and testing department per procedure.